Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s stimulator needed to be readjusted, as they stated it was seriously affecting their already diminished quality of life. They stated that when they had back surgery in (B)(6)2017, the rep never showed up and the surgeon and staff had to grab their wife to quickly gown up so that she could enter the operating room to turn the stimulator off. The patient¿s hospital stay was very unpleasant as the device would not stay regulated and manufacturer never called or came by. The patient indicated that they were very disappointed. The patient had indicated that the reason they were contacting the manufacturer was because they had been attempting to schedule/coordinate an appointment with the medical provider to have a manufacturer representative (rep) come to an appointment, but again they did not show up. They stated that they were going into 7 months of waiting for this to occur. They noted that the original injury occurred on (B)(6) 2010 (prior to being implanted with their device) and they were familiar with denials delays, etc. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's wife turned the stimulator off prior to surgery. Once the ins was turned back on, it failed to regulate causing the patient immense pain. The patient called a rep when the device began to fail, but the device has not been set to a regulated setting to assist the patient's pain. The issue began around (B)(6) 2019. No further complications were reported.